Event description:
It was reported via repair work order that the motion interrupt pan was broken at one of the stand offs. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.